Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® lh pst¿ ii plus blood collection tubes experienced oil gel globules. This occurred 3 times. There was no report of patient impact.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for evalution? Yes d.9. Returned to manufacturer on: 26-feb-2024 h.6. Investigation summary: bd received ten(10) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for gel oil globules with the incident lot was not observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to gel oil globules as all samples met specifications. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode gel oil globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that the bd vacutainer® lh pst¿ ii plus blood collection tubes experienced oil gel globules. This occurred 3 times. There was no report of patient impact.